Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to the service center for evaluation. During functional testing, the unit failed due to a low flow condition. Rework was performed, including replacement of the aecm and interface pca due to connector corrosion. Following rework, the device successfully passed repeat run-in and functional testing. Evaluation identified multiple issues including a damaged lcd display, internal battery not charging, inability to write error logs to the sd card, software update failure, and missing rubber feet. Additionally, unknown contamination was observed within the blower box during inspection. All necessary components were replaced, maintenance was completed, and the device passed final quality inspection and testing prior to release.